Event description:
Abdominal incision made by surgeon after the patient was repositioned to supine. Patient was re-prepped with duraprep and draped with a laparoscopic cholecystectomy drape and ioban. Esu pencil was given to surgeon per request. Surgeon noted an orange flame around the umbilicus. The flame was immediately extinguished by the surgeon. Cold water was also applied to the area. A 1 centimeter first degree burn was noted by the surgeon.